Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was being inspected by the biomedical department prior to a procedure on (B)(6) 2013. According to the complainant, the unit failed the grounding test due to a loose power cord. There was no patient involved.

Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was being inspected by the biomedical department prior to a procedure on (B)(6) 2013. According to the complainant, the unit failed the grounding test due to a loose power cord. There was no patient involved.

Manufacturer narrative:
Analysis of the returned hydro thermalator (hta) endometrial ablation system revealed the unit passed a safety and current test. The console was opened and visually inspected for loose connections and loose or missing hardware. No loose connections or loose or missing hardware was found. Furthermore, this event is determined to not be MDR reportable.